Event description:
It was reported that the battery remaining in this device has decreased from 47% approximately six months ago down to 16% at the last follow-up. The clinic will downloaded device memory data to technical services for review. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
Code 3191 for surgery. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filed to provide additional information regarding device analysis.

Manufacturer narrative:
This supplemental report created to add explant information. Code 3191 for surgery.

Event description:
This supplemental report is completed to add explant information.